Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, there was bleeding that occurred when dissecting through the omentum as the device was not sealing properly. There was re-grasp alert, end tone was heard, and energy delivery was noted. There was difficulty controlling the bleeding and so it was replaced with similar handpiece and it worked fine which controlled the bleeding. There was no patient injury.